Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer's blood glucose (bg) level ranged from 40-156 mg/dl. Customer consumed a sugary drink to address bg. Reportedly, the customer continued to use the pump for insulin therapy.